Event description:
I had both hips resurfaced with metal on metal implants by dr (B)(6) of (B)(6). Device details at end of report. The first (left) was on (B)(6) 2010 and the right was on (B)(6) 2010. Pain and stiffness followed throughout the next 4 months in spite of intensive physical therapy. On (B)(6) 2010 the femoral head of the left hip fractured. A new metal on metal stryker full replacement was implanted. Pain and stiffness continued. A lump has developed in my upper groin. I can feel clunking in both hips and squeaking in the right hip. Dr (B)(6) became concerned during my most recent visit and ordered a full blood test for metal ions. The lab techs noted that my test was the fourth such test ordered that day by the dr. The test returned levels of cobalt = 7.7 and chromium = 10.0. Pain continues and I am now seeing a specialist. There may be every reason to believe that this device is having the same trouble as the depuy device that is so popular with attorneys today.